Event description:
User alleges the pt's thermovent hepa filter became blocked when used with a nebulizer on the ventilator in ICU. The filter was placed on the "y" piece in the circuit. Within 1 minute of being nebulized the respiratory pressure increased and gas flow decreased to the pt. The pt was taken off the ventilator and hand ventilated. When the circuit was then reconnected the pt subsequently had a cardiac arrest. CPR was performed and pt was hand ventilated with the return of spontaneous output. Hospital staff reconnected the circuit once more with the thermovement in place and the fault symptoms reoccurred. The filter and ventilator were then disconnected and the circuit functioned correctly.